Event description:
During the implant procedure, the delivery catheter was advanced and the sensor was deployed. Upon retracting the delivery sheath, the sensor migrated proximally. T this sensor was nonfunctional.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. The cause of the reported event remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the implant procedure, the doctor released the sensor and lost placement of it. He then snared it to remove it, but lost it again. With angiogram he was able to locate the sensor, which was located in the right pulmonary artery. This sensor was never calibrated. During the same procedure, the doctor then decided to implant an additional sensor. The second sensor was successfully implanted in the left pulmonary artery, calibrated, and readings were taken. There was a clinically significant delay of one hour.